Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, the instruction manual warns users ¿misuse of instruments can cause injury to the patient and/or surgical team and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects.¿

Event description:
Olympus was informed that at the beginning of a therapeutic transurethral resection of the prostate (turp) procedure, prior to activation the tip of the roller ball electrode broke off and fell into the patient. The tip electrode and roller ball were retrieved with a grasper. There was no bleeding reported. The patient was administered additional anesthesia and the procedure was prolonged 5-10 minutes due to the retrieval. The intended procedure was completed with a similar device. There was no patient injury.